Manufacturer narrative:
Block b3: exact date unknown, event occurred several months after date of implant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7102648. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7103587. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 34300529. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. It was believed that the patient was unwilling to keep up with charging the ipg. As a result, the patient underwent an explant procedure wherein all device components were removed. The patient was reported to be doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.